Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The home patient (hp) stated that she left the unused supply line clamp open in error. The hp had already cleared the alarm and ended therapy and removed the cassette. The hp would notify the peritoneal dialysis registered nurse (pdrn) of missed therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer received a call from the home patient on (B)(6) 2011 in regards to a system error 2240 alarm and she said she was able to resume therapy with manual supplies. She said she had forgotten to close the clamp on one of her lines and so air sucked in. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4).the event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.